Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Physician had pt cease coumadin for one day. Pt's therapeutic range: 2.0-3.0. Pt on 5mg/day dose of coumadin.